Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately two months after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
Additional information was received and reported the cause of death as: malignant brain tumor on hospice. The death was further noted to be unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).